Manufacturer narrative:
Findings: pump passed the displacement alarm during the basic occlusion test due to protruded/loose drive support disk. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clips lot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.